Manufacturer narrative:
The actual device was returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: (1) valve leakage while using a 5fr. Diagnostic catheter; (2) blood loss was less than 250ml; (3) the procedure was completed; and (4) there was no patient impact.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00018 to provide the sample evaluation results. (B)(4). The actual device was returned to the manufacturing facility for evaluation. The sheath sample was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. A visual examination of the retention samples from the reported lot as well as the surrounding lots confirmed there were no visual defects. Leakage testing revealed no leak. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported similar events with the same product codes. See MDR numbers 1118880-2016-00010, 1118880-2016-00013 and 1118880-2016-00014 for details. The investigation results verified that the retention samples were the normal product. Although the exact cause cannot be determined, a formal investigation has been initiated. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00018 to provide the sample evaluation results.